Manufacturer narrative:
The explanted device was returned for evaluation. The analysis of the returned pump confirmed percutaneous lead (lead) wire compromises which would have resulted in the reported pump stop. The lead was cut approximately 5¿ from the pump housing and the remainder of the lead was returned in three segments: 6¿ internal, 4.5¿ internal/external where the lead transitions from velour to silicone, and 24¿ external. Continuity testing found all wires were electrically intact. Examination of the 6¿ internal portion of the segment of the lead found breakdown of the braided shield in the center of the segment. Examination of the underlying wires found breaches in this location in the black, brown, green, and red wire insulation, exposing the inner conductors. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield and would have originally been located approximately 8¿ from the pump housing. The hmii operates on a three phase motor. Of the compromised wires, the green wire represents phase one, the black and brown wires represent phase two, and the red wire represents phase three. If the exposed conductors of any of the compromised wires contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the reported pump stoppage. The reported event also could have been caused by a phase to phase short, which would occur if the exposed conductors of any two wires from different phases contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered or battery power. A loose, tissue-like deposition was present in the outlet stator adjacent to the outlet bearing ball. The deposition lacked denaturing and was not adhered to the bearing ball or stator blades. Although the deposition did not appear to have originated in this location, its specific origin and a duration in which it was present in the pump cannot be determined. This deposition did not appear to have contributed to a pump issue. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department with unspecified neurological changes. Evaluation of the patient ruled out transient ischemic attacks and cerebral vascular accident. During system controller interrogation, a pump stoppage event and multiple low voltage alarms were noted. The pump stoppage was not able to be reproduced by the health care professionals. The system controller was exchanged and the patient was discharged home. The following evening, the patient experienced another pump stop event while exiting a car. The patient reportedly jiggled the driveline and the pump restarted briefly. After the pump stopped again, the patient exchanged the system controller but the pump did not restart. The patient went to the emergency department where it was determined that the pump had been stopped for close to 2 hours. The patient was reportedly neurologically stable but was experiencing chest pain. The health care professionals were not able to restart the pump. The patient underwent a pump exchange on (B)(6) 2015 for suspected device thrombosis.